Manufacturer narrative:
Other relevant device(s) are: brand name: micra, mc1vr01-delsys / expiration date: 07/14/2020 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 02/21/2019, labeled for single use: yes, (B)(4).

Event description:
It was reported that one hour post-implant of the leadless implantable pulse generator (ipg) the patient experienced tamponade, bleeding, blood pressure drop and pericardial effusion. Drainage and a sternotomy were performed. Open heart surgery was performed two-days post implant to fix a suspected perforation but an obvious tear was not observed. Two epicardial leads were implanted as back-ups and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.